Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to "hi" on her blood glucose monitor at least once per week for 10 weeks. She believes the infusion device delivers too little insulin. She was positive for ketones and felt nauseous and vomited. She bolused through the infusion device but was unable to lower her blood glucose. She injected insulin via pen and changed all of the accessories of the infusion device. Her normal blood glucose range is 7-7.5 mmol/l (126-135 mg/dl). The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.